Event description:
Parts of the display were missing from pt's one touch basic meter. Pt was having symptoms which consisted of feeling thirsty, frequent urination and weak. Pt did not test on their meter, since display was missing and went to the doctor's where they were 361 mg/dl and 325 mg/dl. Pt was not treated in the hospital. After being discharged from hospital, md increased pt's insulin dosage.